Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that every once in a while, they get a sharp pain down in their privates. When asked, patient said they don't feel a vibration at all, it feels like someone just stuck a big needle up there around there when they go to sit down and bend forward a little so they can sit down properly and when they lean forward. Patient said it also hurts if they try to lay on their right side. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and decreased the stimulation. Patient said they didn't feel any change on the pain and they did not feel the stimulation decreasing. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The patient stated that they still have the sharp pain down in their vaginal area, more specifically on the right side. Patient stated that if they were sitting down and they raise their right leg they feel an electric shock there. With assistance, patient connected to their therapy and decreased the stimulation from 0.7 to 0.5. Patient confirmed they will see their hcp on (B)(6) and will address the issue with them. Additional information was received from the patient on (B)(6) 2025. The patient stated that they saw hcp and they set it to 1.3 but they were still not getting the expected results so they turned it up to 2 and they'll continue to monitor symptoms. They were also wondering why they didn't get a call from pic program last week; reviewed with patient the third call was scheduled in about a month after the second call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of them not feeling vibration was determined. It just needed to be adjusted. As resolution, adjustment was made in the doctor's office on (B)(6) 2025. The issue was resolved. They reported that the cause of not feeling the stimulation decreasing was determined. It just needed to be adjusted. As resolution, it was adjusted by the doctor in office on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. As resolution for the shocking sensation, adjustments were made. The issue was resolved.